Manufacturer narrative:
(B)(4). Only event year known: 2017. Batch # na. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported, bad clip formation.